Manufacturer narrative:
Event clarification was requested from the field representative who later reported that these other issues occurred and some observed by themselves when they worked for a hospital and not while they were an employee of boston scientific and therefore model/serial and such were unknown. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there have been several cases of stuck setscrews during change-outs, the number of devices reported to being one device every year to 18 months however, the specific model/serials of devices were unknown. The stuck setscrew issue in turn has resulted in the headers being cut off and procedures lasting up to six hours. It was reported that this does not pertain to any particular device or family. There was inquiry regarding the size and materials of the wrenches. Also reported was that the devices usually end up in several pieces and are usually not sent back. The most recent case regarding these issues had been reported several months ago, however, the model/serial was also not provided. No adverse patient effects were reported associated with these cases. Model/serial and outcome of the leads associated with these scenarios were also unknown.